Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) did not pair with the ilet bionic pancreas, and the user received an alert indicating impending dosing will stop soon; troubleshooting identified an incorrect cgm pairing code entry, consistent with an intermittent communication issue involving the antenna component. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to an incorrect setup procedure. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.